Event description:
It was reported that during preparation of a large emboshield nav6 embolic protection system (eps), when loading the filtration element into the delivery catheter (dc) pod with a torque device, resistance was noted; therefore, the filtration element could not be loaded/inserted and the dc pod became bunched/wrinkled. It was also noted that the retrieval catheter tip separated and guide wire exit port notch was torn, during preparation. A new large emboshield nav6 eps was used to complete the procedure. There was no device use or patient involvement, and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to insert and pod damage could not be confirmed as the delivery catheter was not returned. The reported damage to the retrieval catheter was confirmed. Based on observations from the returned analysis, it is possible that the filter was pulled into the pod too quickly or with excessive force causing the delivery catheter pod to bunch and prevented the filtration element from being able to load properly; however, this could not be confirmed, and the delivery catheter was not returned. The damage to the retrieval catheter likely occurred due to inadvertent mishandling. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.